Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation did not identify a product problem. Based on the confirmatory test result, the investigation determined that the sample was truly reactive.

Event description:
There was an allegation of questionable elecsys hbsag ii results for 1 patient sample on a cobas e 801 analytical unit. The initial hbsag result was 100 coi (reactive). The sample was repeated, and the hbsag result was 107 coi (reactive). The sample was repeated using another method (architect), and the hbeag result was 0.374 s/co (non-reactive). The hbsag result with a rapid test kit was non-reactive. Confirmation testing was performed with the elecsys hbsag confirmatory test, and the result was positive (reactive).